Event description:
During treatment plan preparation for a patient, it was discovered that couch shifts (treatment couch translations required to move the patient from the reference/scanned position to the treatment position) displayed in planone differed from those displayed in aria/eclipse when a plan created in planone was transferred to aria for scheduling. No patient harm occurred, as the inconsistency was identified during the plan preparation phase before treatment delivery. Investigation identified the following root cause. The user had originally created a reference plan in eclipse, where a custom user origin was set (a point representing a custom origin of the patient coordinate system, which may or may not coincide with the dicom origin of the CT image). Upon setting the user origin, eclipse recalculates the coordinate system such that the user origin becomes the new (0,0,0) reference and updates the displayed isocenter coordinates accordingly. The user subsequently created an equivalent plan in planone, placing the isocenter and scan reference point (planone's analogous concept to the user origin, with the key distinction that planone retains the original dicom coordinate values without recalculating the coordinate origin) at the same absolute coordinates. Couch shifts were zero in both systems and mutually consistent at this stage. The discrepancy emerged when the planone plan was exported and imported into aria for scheduling. Because planone does not recalculate the coordinate origin after the scan reference point is set, the exported isocenter retains the same absolute dicom coordinate values. When this plan was opened in eclipse, the user origin remained at the dicom origin while the imported isocenter coordinates were non-zero, resulting in non-zero couch shifts in eclipse - inconsistent with the zero couch shifts in planone. It was additionally identified that planone does not export couch displacements in the rt patient setup module of the dicom rt plan file (couch displacements are represented by three dicom attributes in that module). When these values are added manually to match planone-calculated values, and when the scan reference point in planone and the user origin in aria/eclipse are placed at the same position, the couch shifts between the two systems become fully consistent.

Manufacturer narrative:
No adverse event occurred. A software issue has been identified: planone does not export couch displacements in the rt patient setup module of the dicom rt plan file. Furthermore, an interoperability issue has been identified between planone and customer's ois. When a treatment plan created in planone and exported dicom rt plan is transferred to ois for scheduling, a discrepancy in displayed couch shifts may result if the user origin in ois is set to a position different from the dicom origin. This occurs because ois recalculates the displayed isocenter coordinates relative to the custom user origin, whereas planone preserves original dicom coordinate values without recalculation. As a result, couch shifts derived by ois from the imported plan may differ from those calculated in planone, even though both systems reference the same absolute isocenter position in the dicom file. Notably, both systems export identical absolute isocenter coordinates in the dicom rt plan; the discrepancy is a display difference arising from the coordinate origin behavior, not an error in the underlying treatment geometry. Patient treatment delivery is not affected provided the correct couch shifts are used. As an immediate remediation measure, the customers operating planone v1.0.7 have been instructed to use couch shifts as calculated by planone directly, available through the printable treatment plan report, rather than relying on shifts recalculated by ois upon import. Cosylab will provide a software fix to export couch displacements from planone in the dicom rt plan. Furthermore, when transferring planone treatment plans to ois for scheduling, the user should disregard couch shifts calculated by ois and use those from planone. The instructions for use will be updated with the additional instructions accordingly.